Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the bumper detached. Maquet assumes that the event is due to a collision with another arm due to an excessive force or a wrong installation of the bumper. In the labelling, maquet recommends to ¿check for any loose covers and caps¿ during annual maintenance. Additionally, the device was directly involved with the reported incident and was used for treatment or diagnosis of the patient when the event occurred. The fst re-attached the bumper to the arm and returned the device to service.

Event description:
The customer reported that a bumper fell down during a procedure. It did not fall in the surgical field and there were no injuries reported. (B)(4).